Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event b5: describe event or problem field h6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to noise and oversensing. It was mentioned that the system also exhibited undersensing. A follow up was performed and the signals could be reproduced. Feedback was requested to technical services. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient was hospitalized following further inappropriate therapy. X-rays were performed which revealed a possible electrode fracture. The patient was evaluated, and noise was not able to be reproduced. Technical services provided feedback and troubleshooting options. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to noise and oversensing. It was mentioned that the system also exhibited undersensing. A follow up was performed and the signals could be reproduced. Feedback was requested to technical services. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient was hospitalized following further inappropriate therapy. X-rays were performed which revealed a possible electrode fracture. The patient was evaluated, and noise was not able to be reproduced. Technical services provided feedback and troubleshooting options. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to noise and oversensing. It was mentioned that the system also exhibited undersensing. A follow up was performed and the signals could be reproduced. Feedback was requested to technical services. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient was hospitalized. X-rays were performed which revealed a possible electrode fracture. The patient was evaluated, and noise was not able to be reproduced. Technical services provided feedback and troubleshooting options. This system remains in service. No further adverse patient effects were reported.